Event description:
It was reported that the device exhibited <200 ohms bipolar ventricular impedance and 241 ohms unipolar and there was no ventricular capture. The patient was not pacemaker dependent and the physician elected to keep the device in aair. The patient will be monitored through transtelephonic monitoring.